Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of cassette damaged, and cassette not attached properly alarm. Visual, functional, occlusion and accuracy tests were performed. The customer's stated problem was not confirmed. The device was detecting the cassette properly. There was no known cause of the reported issue. The unit software was updated and reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not register adding a new cassette when installing the new tubing. There was no patient involvement.